Event description:
It was reported that the user received low glucose alerts while the sensor was not paired and the user could not locate a fingerstick meter; no symptoms were described, nothing unusual was reported earlier, the agent assisted with sensor pairing, and the user treated with oral glucose (soda). Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.